Event description:
A report was received from (B)(6) stating a covidien customer service engineer (cse) was called to repair an 840 ventilator. The fault for the repair was not specified by the customer. There was no pt involvement.

Manufacturer narrative:
The cse inspected the device and replaced the graphic user interface (gui), printed circuit board (pcb). The cse then uploaded the latest version of software. The device then passed calibrations, the extended self test (est), and short self test (sst). (B)(4).